Manufacturer narrative:
A review of the device history record has been completed. Visual analysis of the returned device identified white calcification on the shell and crease fold. Leak test was performed which identified the unit did not leak. Microscopic analysis was performed which identified a striated opening on the plug strap. Fill test inspection was performed and the result was no blockage. Based on the device analysis the final assessment was a striated opening on the plug strap due to surgical damage consistent in the use of some surgical tools. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.